Manufacturer narrative:
Device was used for treatment, not diagnosis. Pr age and weight unknown. Event date: unknown . Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. ,fg date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2013, a patient had a fracture of the distal radius and reported plate applied to fix for type-a. On (B)(6) 2015 the patient returned to the surgeon as they were about to move their pollicis. It was found that the patient¿s tendon of the flexor pollicis muscle was ruptured. Consequently, on (B)(6) 2015, the extraction surgery of reported plate took place and the surgeon simultaneously sutured the patient¿s tendon of the flex pollicis muscle. This complaint involves one (1) plate and one (1) unknown screw. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.